Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. During the pre-screening process, they look for thrombus and did not see any. So they proceeded with the case. A 27mm watchman ® laa closure device & delivery system was advanced through a watchman ® access system. The closure device was deployed and they noticed a clot had formed behind the device in the laa. The device was in the correct position and met the release criteria, so it was released and implanted. There were no patient complications and the patient's condition is fine.